Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 19 shocks across seven episodes. The patient was subsequently admitted to the hospital. Device data was sent to technical services (ts) for review. Data review determined the multiple episodes appeared to be an atrial driven arrhythmia with the shock not successful in converting the rhythm. There were two episodes that appeared to be a ventricular arrhythmia in which five shocks and four shocks were delivered respectfully. Three of the episodes were attributed to an undetermined narrow morphology in which the shocks did not change the rhythm. Ts discussed the need to evaluate atrial arrhythmia management and provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.